Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure to advance/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. The patient anatomy was moderately calcified which likely contributed to the reported failure to advance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information provided, the reported inability to advance appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the jostent graftmaster failed to cross to treat a perforation caused by an unknown device. No additional information was provided.

Event description:
It was reported that the jostent graftmaster failed to cross to treat a perforation caused by an unknown device. The perforation, which was located in the right coronary artery, was described as moderately calcified and was ultimately treated with several prolonged balloon inflations. The patient was fine post procedure. No additional information was provided.